Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the surgeon performed a revision on the patient's right knee. The polyethylene insert was revised due to extreme wear.

Manufacturer narrative:
An event regarding wear involving an unknown duracon insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: I have seen the info for this patient with ¿severe wear¿ of the duracon liner some 20-years after surgery. The original 11-mm duracon liner was replaced with a 13-mm new sample plus the patella resurfaced. 20-years survival is actually an excellent clinical result for this type of implant in this specific patient. In summary, this case quite likely has a procedure-related failure mode related to an end-of-normal-service-life condition by normal wear of the liner given its first generation type of polyethylene although this cannot really be proven due to lack of adequate information. X-rays would be required to support this conclusion with a higher level of evidence device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined due to a lack of provided information further information such as return of device, patient history, medical records, x-rays, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision on the patient's right knee. The polyethylene insert was revised due to extreme wear.